Event description:
It was reported that during unpackaging and prior to use, the multi-link 8 stent was noted to be loose and dislodged from the stent delivery system. The device was not used. There was no patient involvement. A non-abbott stent was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was no patient involvement. The reported stent dislodgement was confirmed based on visual inspection of the return device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, the conclusive cause of stent dislodgement could not be determined, there is no indication of a product deficiency.